Manufacturer narrative:
E1: initial reporter phone: (B)(6). H6: patient codes: added ischemia.

Event description:
Synergy china registry. It was reported that ischemic cardiomyopathy occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was refereed for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis and was 18 mm long and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and placement of a 3.50 mm x 20 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Six days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with ischemic cardiomyopathy and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on the same day on aspirin and ticagrelor.

Event description:
Synergy china registry it was reported that ischemic cardiomyopathy occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was refereed for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis and was 18 mm long and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and placement of a 3.50 mm x 20 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Six days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with ischemic cardiomyopathy and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on the same day on aspirin and ticagrelor.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).